Manufacturer narrative:
The subject device has not bee returned to date. In addition, the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the workstation set had a broken wheel malfunction as the bolt snapped in half during an unspecified procedure. No patient or user injury was reported.

Manufacturer narrative:
The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the information provided the probable cause of the broken castor is due to wear and tear. It is the understanding that this is the original castor on the workstation dated 2017. There is no evidence that regular servicing was carried out. The castor is considered a consumable item, it is also important that 6 monthly servicing is carried out on the castors, and the castors replaced if damage or wear is seen. In this case there is no evidence that this was carried out. The legal manufacturer will continue to monitor the field performance of this device.